Event description:
The dental implant fx3608swc was removed on (B)(6) 2019 due to failure to osseointegrate 5 months and 21 days after implantation. The patient has history of diabetes. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.